Event description:
The pt reported that the pump beeped and the screen went blank after pressing the "ok" button. The pump was unresponsive after that point.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.